Event description:
It was reported that the ventilator generated a technical error code indicating savety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information, no part was needed replacement. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of mentioned technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The reported issue was confirmed in provided device's logs. The cause of the failure was not established.

Event description:
Manufacturer's ref. #: (B)(4).